Event description:
Pharmacist reported that nurse noted leakage after IV tubing was connected to a home pt. Reportedly, tubing was filled either with hydration fluids or antibiotics. Pharmacist denied use of chemo. No pt injury or medical intervention required as a result of reported condition. Per pharmacist, leakage was coming from below the injection port closest to the spike.